Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated out of tolerance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint, in which the anchor would not deploy off the driver, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by sales representative that during a btb acl repair that the distal two-thirds of his anchor broke off during insertion. The surgeon removed the anchor and completed the procedure using another like implant in the same bone hole with no patient consequences or delay. The customer already discarded the device. The sales rep reported the patient was had very hard bone quality. The rep stated the surgeon notched only and was off axis the first time, but adjusted his angle for the 2nd implant.